Event description:
A doctor reported that one month following lasik surgery, the patient was diagnosed with epithelial ingrowths in the left eye. The flap was lifted, and debridement and rinse were performed to treat the event. The patient was asymptomatic, and visual acuity was not affected. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
This report was mailed to FDA on: 08/22/2014. (B)(4).

Event description:
In a follow up, the surgeon reported that the event resolved with the treatment, two weeks later. In the opinion of the surgeon, the device did not cause or contributed to the event.